Event description:
As reported by the user facility: over infusion: no known injury to patient. Pump set as ordered to infuse 5% dextrose lactated ringers solution. (At 75ml per hour) at 45 minutes noted 800 mls from bag had infused into patient. Nurse rechecked line and setting and concluded set as ordered. No tubing included with pump on its return. No other details known.

Manufacturer narrative:
(B)(4). The actual sample involved has not been returned for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available. (B)(4).